Event description:
During an operation to change breast implants, the pt received a superficial 2nd degree burn to the thorax. A light cable was used. (Doctors) did observe overheating with this unit.)